Event description:
It was reported that the patient presented in the emergency room with a low heart rate and in third degree atrioventricular block. The patient was also light headed and experiencing dizziness. Further review of the patient revealed that the right ventricular lead had dislodged. The lead was explanted and replaced. Patient was stable throughout and was in great condition post procedure.